Manufacturer narrative:
A getinge field service engineer (fse) evaluated the machine and performed shuttle, atmospheric & drive transducer calibration on front end pcb. Checked and found maintenance required code #1 is not coming now but machine give alarm of low vacuum. Further checked and found drive manifold is suspected to be defective. The fse replaced the drive manifold and again checked the machine & found no alarm is coming now. Performed all clinical tests. All tests passed. Observed the machine on system trainer for more than 2 hour and found machine is working ok. Equipment handover to user in good working condition.

Event description:
N/a.

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) was showing showing maintenance required code. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.